Event description:
Following a percutaneous procedure with a stent placement in 2004, a femoral angiogram was performed and a 6f angio-seal sts was used to seal the arteriotomy site. There were no complications reported. In about 3 1/2 months the patient presented to the hospital with severe leg pain,and symptoms of intermittent arterial claudication since the procedure in july. A femoral angiogram with run off revealed an occlusion of the popliteal peroneal space. The patient was referred to a vascular surgeon. Surgical intervention included a dacron angioplasty where blood flow to the distal limb was re-established. The surgical report noted a puncture site at the bifurcation of common femoral and superficial femoral arteries and removal of a vascular closure device with suture embedded in thrombus from the common femoral artery. The patient was discharged two days after surgery and is reportedly recovering.